Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient complains of pain and swelling for approximately two months. The surgeon confirmed loosening and the patient is pending a revision surgery. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598604701 - stemmed nonaugmentable tibial component option cr/ps/lps size 5 for cemented use only - j6772874. 00596404212 - articular surface size gh 12 mm height ''use with plate 5 - 64556280. 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 64604463. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it has been determined that the device did not cause or contribute to the reported event as the patient was revised due to tibial loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.